Event description:
The customer reported that the insulin pump alarmed an error during the manual prime. The caller stated that alarm occurred with multiple infusion sets. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had scratched display window.